Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill (B)(6) experienced stopper separation from the plunger/damaged/deformed product, device still operable. The product defect was noted during use. The following information was provided by the initial reporter: in surgery department, the plunger rod of flush fell off when blood was extracted. It was happened on 12.30.